Manufacturer narrative:
This report is for an unknown nail head elements: fns antirotation /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that on an (B)(6) 2019, the patient underwent a revision of a femoral neck system (fns) due to a subtrochanteric fracture just below the screw of the femoral neck system (fns) plate. The patient was fixed with femoral neck system or femoral neck fracture approximately 13 weeks ago. The femoral neck with sealed when the implant was removed. There was no broken hardware just the subtrochanteric fracture below the plate. The hardware was removed without a bent and the subtrochanteric fracture was fixed with long a proximal femoral nailing system (tfna) 11x63mm 125-degree right side and 80mm helical blade and distal locking screw. Procedure outcome and patient status were unknown. This report is for one (1) unk - nail head elements: fns antirotation. This is report 4 of 4 for (B)(4).